Event description:
I had a bard mesh monofilament knitted polypropylene put in my gallbladder surgery incision site. I have since had 3 repeated surgeries, approximately 10 endo/coloscopies due to constant abdominal pain, can't eat have lost nearly 40 lbs in these past 6 years with eating normally. Have since been diagnosed with celiac disease which could be related to an injury to the intestine. I have a 3" binder of all medical information since this mesh has been put in. Am in contact with a gi doctor and hope to have this removed asap, and has not done any other further damage. Also, since have been diagnosed with sphincter of oddi, with sphincterotomy, but no relief of biliary spasms. Know every time I eat I have a popping sensation as well as have to hold my stomach in order to breathe due to such bloating. I know the ref # is on the recall, however the lot # is not, but I don't see why it wouldn't be. (B)(4)/lot# 43lmd033.